Event description:
It was reported that there was a right ventricular lead failure. To clarify the lead failure, the procedure notes were reviewed, but no clarification could be obtained; the notes documented a "dysfunctional" lead. The lead was capped and replaced. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.